Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 2.75 x 38 mm synergy drug-eluting stent was implanted to treat the lesion. However, during post dilation, an edge dissection in the proximal part of the stent was noticed. To cover the edge dissection, another 3.00 x 6 mm synergy drug-eluting stent was implanted proximally to the first stent in an overlapping manner and the procedure was completed. No further patient complications were reported and the patient's status was stable.